Manufacturer narrative:
(B)(4). Batch # p9264m. Device evaluation: the device was received with the shaft bent. The device was connected to the generator but due to the condition of device not all functional testing could be performed. No conclusion could be reached as to what caused this issue. Additionally, as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic liver resection the device was used retracted against the abdominal wall and the doctor applied enough force to bend the non-articulating shaft of the device. A second like device was used to complete the procedure. There were no patient consequences reported.